Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor felt the high resistance when starting to deploy, then he stopped the deployment process and removed the stent delivery system. 1. Details of access sheath used (name, fr size, length)? A: terumo radifocus 6fr 10cm introducer. 2. What was the target location for the stent? A: common iliac artery. 3. Was the product inspected for kinks or damage before use? No 4. Was the device used percutaneously? Yes 5. Was the device flushed through both flushing port before the procedure, as per IFU? Yes 6. Was pre-dilation performed ahead of placement of the stent? Yes 7. Was post-dilation performed after the placement of the stent? No 8. Details of the wire guide used (name, diameter, hydrophilic)? A: terumo radifocus .035¿ 150cm hydrophilic guidewire 9. Did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? N/a 10. Was resistance encountered when advancing the wire guide to the target location? No 11. Was resistance encountered when advancing the delivery system to the target location? No 12. Was the approach ipsilateral or contralateral? Ipsilateral 13. Did the tip of the delivery system cross the target location? Yes 14. Was the delivery system tracked around a tight angle in the patient anatomy? No 15. Was the delivery system damaged/kinked/twisted during deployment? No 16. Was the handle pulled towards the hub during deployment? Yes 17. Was the delivery system pushed during deployment? Yes 18. What artery was the stent placed in? A: the stent was not placed in the vessel, because the doctor felt high resistance during deployment. He removed out whole stent system before the stent out of delivery system sheath. 19. Did the patient have any pre-existing conditions? No 20. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g., kink)? No

Event description:
Cancellation report is being submitted due to the completion of the investigation on 15-oct-25. It was determined that the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Reference (B)(4). No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
Cancellation report is being submitted due to the completion of the investigation on 15-oct-25 no adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. Device evaluation the device evaluation could not be completed as the device or photographic evidence of lot c2090259 of zfv6-80-8-6.0 device was not returned for evaluation. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. An nc code (zil-062) (flexor tip split) was noted for 1 device on the work order, however this part was subsequently scrapped and would not have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label it should be noted that the instructions for use, ifu0058, which accompanies this device states the following: "sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Inspect the product to ensure no damage has occurred¿ and ¿upon removal from package, inspect the product to ensure no damage has occurred". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0058) image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. A possible root cause for the stent deployment issue could be due to difficult patient anatomy such as vessel tortuosity, calcification, or occlusions that impede smooth passage and deployment. If the anatomy was tortuous or difficult, this could have caused the resistance encountered by the user when trying to deploy the stent. Improper straightening of the delivery system before deployment or applying excessive force during handle manipulation could also cause resistance during the stent deployment process. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/correction according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The delivery system was removed from the patient. Complaints of this nature will continue to be monitored for similar events.